Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis revealed premature battery depletion. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
This report is to advise of an event observed during analysis. The implantable cardioverter defibrillator exhibited premature battery depletion consistent with li cluster formation.

Manufacturer narrative:
Correction: h7 - recall should be checked . H9 - z-0004-2018;z-0117-2017 should be included.